Event description:
The customer reported getting a shock button failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported getting a shock button failure. There was no pt involvement. The unit was evaluated by a philips field service engineer. The symptom was verified. Upon opening the device, it was noted that the shock button assembly was detached from the processor pca. Replacing the processor pca resolved the issue.